Manufacturer narrative:
On (B)(6) 2015 an ocd field service engineer (fe) arrived at the customer site and confirmed that the weak reaction was on the back side of the card and not where the camera reads the reactions. Fe followed the false negative troubleshooting procedure and performed all checks to confirm that provue is running as expected. Fe also indicated that the problem was observed when customer used older qc samples for testing, when new qc sample was used, issue was not observed. Testing was conducted as a correlation study, no patient samples were being tested and no erroneous results reported at the time of this incident. The investigation determined that the most likely root cause of this event was sample related.

Event description:
Ocd field engineer (fe) reported that customer is receiving negative reaction on the provue while manual testing had weak reaction. During a correlation study for antibody screening using qc as samples, customer expected "?" By the provue due to the weak reactivity but received a negative reaction.